Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user's report was confirmed. The subject device was not presenting an image due to a faulty cable unit. This cable unit will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not presenting an image. According to the initial reporter, the camera sensor was faulty. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a cable unit failure. The root cause of the cable unit failure was unable to be identified. Olympus will continue to monitor field performance for this device.